Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the right atrial (ra) and right ventricular (rv) leads and multiple oversensing episodes. The ra and rv leads tested within normal limits but pressing at the clavicle caused oversensing and crush at the clavicle was suspected. The leads were capped and replaced. No patient complications have been reported as a result of this event.